Event description:
It was reported that the 3 bd pen ndl 31ga 8mm experienced blockage. The following information was provided by the initial reporter: according to the user's verbatim report, the drug solution did not come out due to clogging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one open 31g x 8mm pen needle sample and three photos were returned form lot. No. 1033624, cat. No. 320102. A clog test as per q-sop-183-dl was carried out and a clog was observed. Wiring of the cannula confirmed the clog to be a medication clog. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Wiring of the cannula confirmed the clog to be a medication clog.

Event description:
It was reported that the 3 bd pen ndl 31ga 8mm experienced blockage. The following information was provided by the initial reporter: according to the user's verbatim report, the drug solution did not come out due to clogging.